Manufacturer narrative:
H3:device eval by manufacturer?: the device was returned to boston scientific for analysis. The device was returned fully sheathed. A severe kink was noted to the outer sheath at 70mm proximal from the tip of the outer sheath. The guidewire port was flushed with 15mls of saline and the device was slowly unsheathed without issue. The outer sheath and multi- lumen extrusion ports were flushed with 15mls saline. The device was unsheathed to lost motion and the valve was confirmed to be locked with the pins correctly seated at each of the three positions. The valve was released without issue. No further issues were noted during analysis.

Event description:
It was reported that a delivery system kink occurred. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through the left transfemoral artery. While navigating the 25mm lotus edge delivery system through the descending aorta, slight resistance was felt during advancement. The distal end of the delivery system kinked while navigating, prior to the bend of the aortic arch. The 25mm lotus edge delivery system was removed. The procedure was completed with another 25mm valve. There was no adverse impact to the patient.

Event description:
It was reported that a delivery system kink occurred. A 25mm lotus edge valve was selected for a transcatheter aortic valve replacement(tavr) procedure. Access was gained through the left transfemoral artery. While navigating the 25mm lotus edge delivery system through the descending aorta, slight resistance was felt during advancement. The distal end of the delivery system kinked while navigating, prior to the bend of the aortic arch. The 25mm lotus edge delivery system was removed. The procedure was completed with another 25mm valve. There was no adverse impact to the patient.